Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer's investigation is on-going and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a patient expired while using a ventilator. The reported day of the event is (B)(6) 2017. The ventilator was returned to the manufacturer for evaluation. During the evaluation, "service required" conditions were observed in the device's downloaded event logs. These events were related to the ventilator's internal and detachable batteries. None of these events were logged prior to (B)(6) 2017. These events were the result of the ventilator being stored without ac power connected from (B)(6) 2017. The ventilator's internal battery and detachable battery cable will be replaced to address the issues. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions prior to the reported day of the event, (B)(6) 2017. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device event logs confirm the ventilator was not in use on the reported day of the event. The ventilator was last used and then powered off on (B)(6) 2017. The ventilator was not powered on again until (B)(6) 2017. The manufacturer concludes the ventilator was not in use on the reported day of the event.